Manufacturer narrative:
As of 08/15/2019 aso evaluated unused retained samples of the same lot number and returned samples from the consumer for adhesion properties. No defects were noted. In addition, aso reviewed records of biocompatibility tests and latex screening.

Event description:
On the initial report on 08/02/2019 initial reporter, who is a registered nurse, stated that 3 people tried the bandage and all 3 had a difficult time removing the bandages. Two of the three reported skin abrasions during removal and the 3rd user had difficulty removing the adhesive with no reported injury. For this report, the reporter stated bandage tore skin on (B)(6) year old male. Refer to the other patient report: 1038758-2019-00029 due to skin abrasion.